Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer experienced a low blood glucose level of approximately 20 mg/dl; cause was unknown. Additionally, customer fell and obtained an opening on his forehead. Customer was provided with two glucagon injections administrated by customer's brother. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.